Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently the pump battery was not holding its charge. As the customer was currently charging the pump, tandem technical support was unable to complete a system check. Blood glucose was 61 mg/dl.